Event description:
It was reported that pump battery depleted faster than expected, did not charge as it used to, and had a crack near screw area that allowed dust near charging port, although this did not lead to pump shutdown. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Customer will continue to use current pump.